Event description:
On (B) (6) 2009, the pt was implanted with a gore tag thoracic endoprosthesis to repair a penetrating ulcer of the descending thoracic aorta. On (B) (6) 2010, the pt underwent a reintervention where a talent graft was implanted to repair a large penetrating ulcer proximal to where the previous graft was implanted. The physician planned to cover the pt's left subclavian artery; therefore, the pt also underwent a left carotid to subclavian bypass and coil embolization in the origin of the left subclavian artery. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pt etiologies with penetrating ulcers.